Event description:
The pads failed to read, were replaced and still failed to read and the 4 lead cables only read for a short time. The monitor was given back to the sru team that we had received it from after the call. I did not write down the monitor number, but larry rice or tim gibbons may know where it ended up.